Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.

Event description:
This is a spontaneous report by a baxter employed health care professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. At the time of the report, the patient remained hospitalized. On (B)(6) 2011, the patient began remedial therapy with amikacin (250 mg, once daily, injection ip continuous). The patient was recovering from the peritonitis. It was not reported if the patient was retrained in aseptic technique, therefore, the outcome of the break in aseptic technique was unknown. Dianeal therapy continued unchanged. Concomitant medications were not reported. Per the reporter, the events were unrelated to dianeal therapy.